Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification.

Event description:
A capture and sensing anomaly were observed. X-ray revealed lead perforation. The lead was explanted.